Manufacturer narrative:
(B)(4). Correspondence was received on 04/24/2013 from the sales and service unit (ssu) regarding the rotaflow. Per correspondence, the rotaflow is back in service and the ssu technician did not find anything wrong. The only thing that was identified which may have caused an operational issue is the drive unit was positioned too vertically when I arrived. The ssu technician re-positioned it so the face of the drive assembly faced more so upward than laterally. Everything tested fine when correctly oriented. Reference: complaint (B)(4).

Event description:
During a sales call, the customer informed the maquet sales representative of a patient that was on a rotaflow system (console serial number (B)(4) and drive serial number (B)(4)) that was being transported via ambulance from (B)(6) hospital to (B)(4) about a month ago. According to the customer, during the transport numerous error messages and pump stoppage occurred. During the transport the numeric displayed on the rotaflow console changed from numbers to xx (two times) and from numbers to dashes (twice). Additionally, the centrifugal pump stopped once. The rotaflow console was reset within a few seconds to clear out the messages. No additional interventions was required. Reference: complaint (B)(4).